Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an unknown/unspecified number of patients receiving an unknown medication via an implantable pump. The indication for use was not provided. The contact was inquiring if a patient could go in tanning bed with the manufacturer's pump. The contact reported when they (B)(6) to see if a patient with the manufacturer's pain pump could go in a tanning bed she saw some people had reported that they experienced light headed dizziness. The contact had read the information online and did not have any additional information to provide regarding the patients' names, drug information, or who had reported the issues. No further information was available.